Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014 the patient was switched to hemodialysis therapy. The pdrn reported the cause of the peritonitis was due to recurrent pancreatitis; therefore, our pd device is no longer considered suspect. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event, patient outcome, and action taken with therapy were not reported. No additional information is available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is the same patient as (B)(4).